Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer¿s blood glucose at the time of the incident was 35 mg/dl and current blood glucose was 567 mg/dl. The customer reported other blood glucose low 30 mg/dl and high 500 mg/dl. The customer treated with the food and juice for low blood glucose and with the insulin pump for high blood glucose. The customer was not able to complete troubleshoot for low blood glucose and high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Based on customer report customer does allege pump was over delivering and customer stated that he wakes up in the middle of the night and too low. The insulin pump will not be returned for analysis.